Event description:
It was reported that the system fault led started to illuminate and it did not stop even though the surgeon tried two separate hand pieces. As the device does not function, the operation was delayed until the next day. The patient was already under general anesthesia or spinal anesthesia.

Manufacturer narrative:
Investigation results: we have now completed our investigation into this complaint. One versajet ii console part number 66800039 was received for an evaluation. A visual inspection was performed on the exterior of product and no damage was observed. The reported complaint was confirmed due to a loose wire connecting the power entry module to the power supply, unit was also found with oil leaking from the transmission. As a result of these issues, the device was repaired and confirmed to be working as expected.